Event description:
It was reported that during a laparoscopical rectosigmoidectomy procedure, the device presented failure. It had to be replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during tranport to our analysis site. The reported complaint was for a blade failure. A possible cause of the blade failure is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.